Event description:
It was reported that, during a pta treatment procedure, balloon deflation difficulties were encountered. The customer states that "during shunt pta procedure, the 6mm-40mm symmetry balloon was not able to deflate. The physician inserted transend guidewire of 0.014 inches and 0.018 inches in the inflation lumen of this balloon and he attempted the deflation. However, this balloon was not able to deflate, and the tip of guidewire was transformed. Finally, the physician punctured this balloon from the skin, and it was able to deflate. The lesion was located in 95% stenosed and calcified." It was further reported that the procedure was successfully completed with another symmetry balloon. No pt injuries or complications were reported. Pt status is reported as "good."